Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.